Manufacturer narrative:
Clinical code:4581: monocular diplopia. Claim# (B)(4).

Event description:
The reporter indicated a case study where an implantable collamer lens of unknown model was implanted into the eyes of a 42 year old patient with prior history of crosslinking and keratoconus with intacs. It was reported that 6 months postoperative visit the patient complaints of monocular diplopia in the right eye (od). The lens was exchanged for a longer length lens and the problem was resolved.